Manufacturer narrative:
Additional information: no product was returned for evaluation. The photographs provided by the customer were evaluated by the subject matter expert (sme). Filament like images were observed on the pictures provided but the source, nature, and clinical impact could not determined from the photographs. Complaint could not be confirmed and product deficiency could not be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. Concomitant products: non-johnson and johnson brands of ovd (ophthalmic viscosurgical device) and perfusate products. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that immediately after an intraocular lens (iol) was implanted in the lens capsule, the surgeon noticed the presence of a foreign material and clearly identified the foreign material when the lens opened in the eye. The foreign material was stuck to the center of the back of the lens and could not be removed by rubbing the back of the lens with irrigation/aspiration (ia). The surgery was completed leaving the substance in the eye as it was. There is no problem with the test results such as visual acuity and intraocular pressure in the postoperative examination the day after the surgery and the day after the operation. There was no adverse event issue such as endophthalmitis reported. It was indicated that the ovd (ophthalmic viscosurgical device) and perfusate products used were non-johnson and johnson brands. Additionally, it was reported that the foreign material appeared to be increasing in the patient's eyes. Also, the lens seemed to be a little cloudy, centered on foreign matter while it was transparent color at the operation, the previous day of the exam. The posterior surface of the cornea was not opaque, but appeared to be slightly cloudy. There was no particular effect on eyesight and appearance. However, the intraocular pressure has not decreased. It was 18 mmhg before the operation, 25 mmhg the day after the operation, and 26 mmhg one week later. It was indicated that the increase in intraocular pressure the next day is common, but the surgeon seems to be worried that it will not decrease even after a week. On (B)(6) 2021 the patient was examined and there was no inflammation noticed. Foreign matter could still be clearly seen under slit lamp. The patient did not feel any discomfort and there was no particular complaint from the patient. Corrected visual acuity is 0.7. On (B)(6) 2021, the patient was evaluated and there was no inflammation noticed. However, the intraocular pressure did not decrease and remained high at 30 mmhg. The next evaluation was scheduled for (B)(6) 2021 and the patient is under observation. There was no patient injury reported. The lens remains implanted at this time. On (B)(6) 2021, there was no inflammation and the eyesight was good, but the intraocular pressure remained high. The cause of the increased intraocular pressure may not be related to the foreign material (fm) problem. After that, the patient stopped applying steroids and her intraocular pressure dropped to around 10 mmhg. There was no inflammation of her anterior eye or changes in the shape and location of fm attached to the lens. The patient is continuing to be under observation. It was noted that there was no problem with the dcb00v lens implanted in the other eye of the patient. No further information was reported.